Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that while on vacation this french patient presented to a greek hospital due to strange sensations of low shocks. Upon interrogation, the implantable cardioverter defibrillator (ICD) had recorded code 1004 indicative of a short circuit condition detected during shock delivery and code 1007 indicative of charge time out. Boston scientific technical services (ts) recommended evaluation of the device and lead system integrity and consider replacement of one or both components. The patient traveled back to france for intervention. The device was explanted and the right ventricular (rv) lead was capped. Besides surgical intervention, no additional adverse patient effects were reported.